Event description:
Revision surgery - patient complained of pain in post-tka knee. Original tka was done while preserving the patella, pain was being caused by pf joint so a patellar component was performed along with a poly swap.